Manufacturer narrative:
The complaint of complications during insertion was confirmed; however, the root cause could not be determined. One photograph was provided for investigation, which showed two 22g insyte autoguard devices. The needle tip on each device was protruding through the side of the catheter tubing near the tip. What appeared to be blood residue was visible throughout the catheter tubing and within the needle tip. The customer reported that the IV catheter wouldn't thread due to resistance. The cause of the reported threading difficulty could be associated with the observed needle through catheter damage. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
An issue arose during the attempt to obtain IV access, as the nurse was unable to thread the catheter due to resistance. When the nurse removed the catheter, she noticed that it was split. Customer response on 22-dec-2025: can you please provide an exact date of event in format dd-mmm-yyyy? Approximately 03/12/2025. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, during patient use, however no injury was reported.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.